Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that high ventricular rate episodes determined to be noise leading to pacing inhibition was observed on intracardiac electrogram (iegm) recordings. The clinic was contacted with the information observed. Further information was requested but was not yet available.